Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx40mmx135cm sterling balloon was advanced for dilatation. However, during the first inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with similar device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #."

Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx40mmx135cm sterling balloon was advanced for dilatation. However, during the first inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with similar device. There were no patient complications reported, and the patient was in good condition after the procedure.